Manufacturer narrative:
Na

Event description:
It was reported that the ventilator read 40+ breaths with a pip of 0 while connected to a pt. There was no audible alarm when the event occurred. The pt was removed from the ventilator. No pt harm reported.